Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received no sample and not picture. Because of this, further investigation of the complaint is not possible. Device history record (DHR): reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in spain: safety device of introcan safety g18 1,3x32 mm-pur doesn´t work propertely and a nurse has a puntion in operating room.

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This follow up report is being filed to correct the branding, product code, and 510(k) information that was entered on the initial MDR in sections d1, d2, and g5. This report was filed for item number, 4251687-01, which is not sold in the united states, however a similar item number, 4251687-02, is sold in the united states by b. Braun medical, inc.. The 510(k) has been updated to reflect a 510(k) that item 4251687-02 has been cleared under. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.